Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for urinary incontinence. It was reported that the patient lost urinary control. They were urinating all night, starting a few days prior to the report. At the time of the report, they were on program 1 at 3.2 volts. It was noted that the patient had a bad urinary tract infection (uti), about 3-4 weeks prior to the report, that could be related to the issue. The uti cleared with use of oral antibiotics. There were no device issues reported.